Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports luer lock broke off when the cap was taken off.

Manufacturer narrative:
Submission date: (B)(6) 2018. An investigation was performed for the reported customer complaint: ¿the customer reports luer lock broke off when the cap was taken off.¿ no lot number was provided. A review of the device history report (DHR) was unable to be performed. However, all dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. During the molding process of the syringe barrel, samples are visually inspected at regular intervals to inspect for issues such as damage to the barrel, tip, or luer lock. Inspections (physical and visual) are also conducted during the assembly and packaging operation. In addition, molded components are physically inspected for leak testing and to verify critical measurements. One (1) unpackaged sample was received for evaluation. It was evident that the syringe had been further handled/processed prior to the issue being identified. This product is a 35 ml luer lock tip hardpack syringe. The sample was received with a beige cap attached to the luer tip of the syringe sample. The finished product syringe assembly does not include a beige tip cap. Due to this, the condition cannot be manufacturing related. Visual inspection was conducted. Adhesive residue, possibly from a label, was observed on the outside of the syringe barrel. The beige cap was removed for evaluation of the syringe luer tip. Broken luer tip was identified on the syringe sample and the broken off luer tip was inside the beige cap. The reported customer complaint is confirmed. A root cause could not be determined. This complaint will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.